Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that when the physician opened the ureteral stent set, they found a fissure in the front end of the stent. The device did not make patient contact, and there was no impact to the patient or users.